Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer returned a skin graft mesher device for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) four times as documented in the repair reports in (B)(6). The last repair was october 27, 2015 where it was reported that the unit was not working and the roller, worn bushings, worn side plates, damaged comb, gears, handle, and damaged hardware were replaced. This is not a related issue. The skin graft mesher was manufactured on april 13, 1992, and is over 24 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed nicks and scratches to the mesher handle. The latching pins engage as intended. There was no apparent damage to the comb. There was significant wear to the roller gear. The test mesh using the customer's mesher and qa ratchet, failed when using the qa cutter it #(B)(4). Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the damaged comb, worn side plates and worn bushings. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection the device was tested and did not produce a passing mesh. Based on the information that was provided the root cause of the reported event could not be specifically determined. However, during the initial inspection the device was tested and did not produce a passing mesh. The IFU states that ¿if damage or wear is noted that may compromise the function of the instrument, do not use.¿ the skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the device did not cut skin properly. No patient involvement. No adverse events have been reported as a result of the malfunction.